Event description:
In 2006, nellcor puritan bennett received a report from a buyer for presbyterian st. Lukes that the end of a 6fr stylet came off and was lodged in the endotracheal tube of a pt. This required extubation and reintubation.

Manufacturer narrative:
Investigation of this report is currently in progress. Also associated with this report are: MFR report# 2936999-2006-00652 and MFR report# 2936999-2006-00653.